Event description:
It was reported that during a lead extraction for a competitor lead, the right atrial lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1590, implantable tachy lead, (B)(6) 2006; 1056t, implantable pacing lead, (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. Blood was noted on the distal end of the electrode.